Manufacturer narrative:
Additional information: d10, h6, h10. One level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with enclosure cracked by drain fitting causing leaks as well as cracks in multiple other places, water tank is stained, water tank cover is cracked, front cover is marked and chipped, line cord is worn, pole clamp handle component is missing, drain fitting is rusted and no reflux plug. Visual inspection and functional testing were performed by filling water tank, attach temp check, plug in line cord and turn on device. The customer's reported problem was confirmed. According to the investigation, wear and tear over a long period of time was the cause of the reported problem. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the enclosure to a smiths medical level 1® hotline® low flow system was found bad. There were no reported adverse effects.